Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the bolus and act buttons did not always respond to the first few presses, received motor errors and reservoirs was sometimes loose inside the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had backlight dimmer than it used to be, scratches on screen blur part of the display and rewinds a little louder than before. The insulin pump will not be returned for analysis.